Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of stent shaft break. Block h11: after a detailed analysis of the returned percuflex plus stent, the reported complaint will be confirmed. Microscope and visual inspection of the device revealed the shaft detached, close to the bladder coil. Additionally, the suture returned cut and separated from the device. Based on the information available and analysis results, it is possible to concluded that this issue could be caused by operational factors, the retrieval line may be removed before placement at the physician's discretion. If the retrieval line is removed using excess force, the stent can get detached during the preparation affecting the performance of the device. A conclusion code of adverse event related to procedure was assigned to this investigation.

Event description:
It was reported that during preparation, after unpacking the percuflex plus ureteral stent, prior to procedure the stent was found fractured. The procedure was completed using another of the same device. There were no patient complications reported.

Event description:
It was reported that during preparation, after unpacking the percuflex plus ureteral stent, prior to procedure the stent was found fractured. The procedure was completed using another of the same ureteral stent. There were no patient complications reported.

Manufacturer narrative:
Block h6: medical device code a0401 captures the reportable event of stent shaft break.